Event description:
Clinical study. It was reported that following a coronary artery stenting procedure restenosis occurred and the patient required a target vessel reintervention (tvr). The target lesion was located in the mid right coronary artery (mid rca) with 80% stenosis and was 20mm long with a reference vessel diameter of 2.5mm. The physician treated the target lesion with pre-dilatation and successfully placing a 2.5mm x 32mm taxus liberte' study stent, with 15% residual stenosis. The patient was discharged the next day on protocol doses of aspirin and clopidogrel. Per the 3 year annual follow-up report, the patient was taking aspirin and ticlopidine continuously. At 1359 days after the index procedure, the patient was admitted with chest pain and some inferior ischemia on a thallium stress test. Treatment consisted of placement of a 3 x 18mm promus stent in the right coronary artery, residual stenosis was 0%. The angiographic core lab report, dated (10/06/2008), indicated a 50.35% stenosis of the mid rca with the comment "focal in-stent re-stenosis within the proximal edge."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.